Manufacturer narrative:
G2: country of event is japan. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during pre-op of the reported product. It was reported that, a defect was detected when the center piece was attached to the inserter and the extension was checked, the black line could not be extended. The event occurred during set-up prior to use. There were no patient symptoms reported, no additional treatment or surgery performed as a result. No further complications reported.